Event description:
Customer reports device would not power up. Svc rep confirmed malfunction. The device is to be returned to the MFR for repairs at an unspecified later date.

Manufacturer narrative:
Section h.e evaluation summary attachment: device was returned to MFR. Evaluation by service rep. Found extensive spill damage to the device. Labeling addresses use of the device in a wet environment. Device was repaired and proper operation was confirmed.